Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of an ica aneurysm. It was reported after the coil was implanted, the coil came back into the catheter and the physician used the guidewire to push the coil back into the aneurysm sac. No patient injury reported.